Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 09, 2020 - march 10, 2020. H10: two (2) actual samples were received for evaluation containing approximately 115 ml of fluid in their bladders. Visual inspection on the returned samples observed white crystallized drug residue near the fill port area. The white crystallized drug residue is not a leak. Further inspection observed a crack line on the fill port area of one (1) sample. The cause of the crack was not determined. Functional testing was performed by filling the devices with green colored water. During fill, no leaks were observed. The samples were being monitored until the next day and no signs of leak were observed of the two samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) small volume folfusors leaked prior to patient use. The set was filled with 5000mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.